Manufacturer narrative:
During processing of this complaint, patient weight was not requested due to patient declining to further contact. Date of event¿ is estimated. During processing of this complaint, attempt was made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-03022. 1627487-2020-03024. 1627487-2020-03026. 1627487-2020-03027. 1627487-2020-03028. It was reported that the spinal cord stimulator systems didn't work. Surgical intervention occurred during which the systems were explanted. The date of explant is unknown.